Event description:
It was reported the trial patient was not feeling any stimulation. The patient states she started the trial the day before reported event date. The patient states there were no problems. The patient states she has a high pain tolerance. The patient states the battery and machine were brand new. The patient states the day before reported event date she was on 2, the patient got in the car and did not feel anything like she did when he was putting in the wires. The patient went the rest of the day and went up to 10 and it did not do anything. The patient states not feeling anything last night. The patient states she bled a little. The patient states the morning of reported event date she turned the ens(external stimulator) off and went to her healthcare provider and then came home and turned it back on. The patient states around 10am she felt a little stimulation around the waist but not in the pelvic area wh en she turned it back on. The patient states the green light was on and it was blinking. The patient states the ens was at 10. The patient states she called the day before reported event date and was told to turn on and off the ens and the patient still did not feel anything. Additional information received reports there was fifty percent or greater symptom reduction. It was noted the cause of the event was the patient accidentally dislodged the lead. It was noted that the patient recovered without permanent impairment.

Manufacturer narrative:
Product event summary #reviewed and confirmed / updated rfr, hazard, and conclusion codes. A good faith effort for follow-up was completed. The accessory 3625 interstim scs screener ki was not returned. The investigation is limited without device return. The event did not allege a potential manufacturing issue; therefore, a DHR review was not required for the accessory 3625 interstim scs screener ki. The event was reviewed for previous investigations and none applied. Reviewed for known inherent risks listed in product labeling and event applies to known event trend hemorrhage/hematoma because the patient reported bleeding a little. Reviewed for escalation to ncet and escalation was not required. Event is included in monitoring for known inherent risks as disclosed in product labeling. The investigation of the accessory 3625 interstim scs screener ki is inconclusive because the cause of the loss of stimulation and the stimulation in the wrong location is unknown. Concomitant products: product ID neu_unknown_lead, lot # unknown, product type lead; product ID neu_unknown_lead, lot # unknown, product type lead. (B)(4).